Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that over the days following the implant, the shock impedance on the epicardial shock patch decreased. The patient also experienced pericardial effusion. The shock patch was determined to be the wrong size, and another patch was placed. No further patient complications have been reported as a result of this event.